Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). It was reported that the patient woke up with detached tubing and experienced high blood glucose level. No further information available.